Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on an unk date during which the surgeon noted the medial edge of the old mesh was found to be free from the pubic tubercle and thus a direct hernia was identified. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/3/2022 additional information: a2

Manufacturer narrative:
Date sent to the FDA: 02/09/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.